Event description:
It was reported that the customer experienced a blood glucose (bg) level of 464 mg/dl. Cause of bg level was not known. Reportedly, the customer's continuous glucose monitor was not available and therefore the customer found it difficult to manage their diabetes without this reading. Customer administered a bolus via the pump and a manual injection to address the issue and went to the emergency room. Customer was treated with intravenous fluids of saline and insulin and was discharged the same day with the issue resolved and no permanent damage. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended. Date of event is approximate.